Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the right ventricular (rv) lead, perforation was suspected. It was also reported the rv lead dislodged, and exhibited unstable thresholds and non capture. The rv lead was re-positioned several times, and satisfactory measurements ultimately obtained. The rv lead remains in use. No further patient complications have been reported as a result of this event.